Event description:
It was reported that, during patient use, the ventilator experienced a loss of communication. Although the ventilator did not stop cycling, the patient was transferred to another ventilator without harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The customer reported to have replaced the breath delivery (bd) central processing unit (cpu). The medtronic customer service engineer (cse) evaluated the ventilator, and downloaded the software to the current revision. The ventilator passed all tests, calibrations, and it was operating within the manufacturing specifications.